Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf and sticker sheets record received. Ppf alleges infection. Doi: (B)(6) 2017 - dor: (B)(6) 2017 (right hip).